Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (service code 204) has been confirmed. Upon investigation the belt showed intermittent service code 204. The cause for the failure was isolated to pin's voltage out of tolerance on u705 u714, u718, and u720 in the distribution node (dn). The root cause for the out of tolerance pins was unable to be positively identified. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that a patient's was experiencing a service code 204 (belt/monitor unusable).